Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a faraview procedure, a faradrive steerable sheath clear was used. Air bubbles were introduced through the hemostatic valve during aspiration. The sheath was replaced. The procedure was completed without any patient complications. The device will not be returned as it was disposed of.